Event description:
During transection of the rectum using the echelon 60 stapler with a green load, the stapler fired once and then jammed. The echelon stapler could not be opened and would not complete the firing. The emergency release button on the stapler was used in order to detach the stapler from the tissue. The stapler transected half of the rectum, stapled only one-quarter and left a one (1 cm) hole in the right lateral quarter. The procedure was converted to an open low anterior resection with diverting loop ileostomy.